Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart as well as they had trouble in pressing buttons. Customer also had blood glucose of unknown. The customer stated that the insulin pump was not able to clear the alarms. The customer was not able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). Device passed the displacement test a21 alarm test and self test . No unexpected a21 alarm anomalies noted. No button error alarm during testing. No unlocked lcd keypad connector.